Event description:
It was reported that during a sigmoidectomy procedure, the doctor commented that the tissue pad was partially detached off inside the pt's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.